Event description:
It was reported that a pta balloon separated from the catheter while being retracted through the introducer sheath. The device was being used to treat a dialysis graft. No pt injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The complaint sample has been returned and the investigation is currently underway.